Event description:
Update 12/5/2014-medical records received.a correct doi ws provided and this complaint is for the right hip. After review of the medical records for MDR reportability, the revision operative note confirmed a loose stem (unknown interface) and metallosis. The stem was cemented and the cement was depuy. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient claim received. Patient was revised last year from asr. Patient claims that the cobalt and chromium from his asr caused him to have a heart attack. Update rec'd (B)(6) 2014- medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated a loose stem and metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases found no other reports against the non-asr devices. Other reports were found against the asr devices. It is known the asr platform was voluntarily recalled from the market in august 2010 and will not be investigated further. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)